Event description:
It was reported that the right-ventricular (rv) lead and the right-atrial (ra) lead had dislodged which was confirmed via x-ray imaging moreover the ra lead exhibited extracardiac phrenic nerve stimulation. As a resolution the ra and rv lead were explanted and replaced. The patient condition was stable.